Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient¿s implantable neurostimulator (ins) stopped working and the healthcare professional (hcp) was going to implant another device, but the patient¿s insurance hasn¿t approved it yet. The patient then mentioned that the device might have reached end of its service (eos), but this was not confirmed. Lastly, it was noted that the leads and the ins were just sitting in her body nonfunctional. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.